Event description:
It was reported that during the implant attempt of the right ventricular lead, the patient access was too tight. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was pulled apart due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.